Event description:
It was reported that faradrive sheath was selected for pulmonary vein isolation procedure. It has been mentioned that after inserting the farawave catheter into the sheath, the physician aspirated and air kept coming because of the faulty valve. No air was seen inside patient. No patient complications occurred. The procedure was completed using different device (same model).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.